Event description:
Smith & nephew product knotless suture anchor, lot 2119043, was inserted into the patient's right shoulder in the course of an arthroscopic rotator cuff tear. The guidance tip of the anchor broke into two pieces, which were recovered from the shoulder, analyzed outside the field, and compared with an identical product. All pieces of the device were accounted for per surgical team.